Event description:
A consumer reported she has had floaters, droopy eye lids, dry eyes, and has not been able to see well in both eyes following bilateral intraocular lens (iol) implant surgery. She stated she had an additional surgical procedure for the droopy eye lids. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested 11/30/2011 and 12/09/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).